Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D4.: the complained inspire 6f oxygenator (catalogue number 050715cn) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050715cn is similar to the inspire 6f oxygenator 050715, which is distributed in the USA. UDI of involved device: (B)(4). G.5. The product item 050715cn is not distributed in the USA, but it is similar to the inspire 6f oxygenator 050715, which is distributed in the USA (510(k) number: k201916). H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of an inspire 6f for which a communication between blood and water compartment was highlighted. Reportedly, traces of blood were found inside heater/cooler tubes connected to the oxygenator. Consequently, oxygenator was changed out. The event was seen during procedure, and no leaks were observed during priming. There was no patient injury.